Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise, oversensing and low amplitudes resulting in untreated episodes and inappropriate shocks. The smart pass (sp) feature of this s-ICD was disabled. Technical services (ts) discussed with the health care professional (hcp) sp and how to reenable it. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted. A transvenous system was implanted and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise, oversensing and low amplitudes resulting in untreated episodes and inappropriate shocks. The smart pass (sp) feature of this s-ICD was disabled. Technical services (ts) discussed with the health care professional (hcp) sp and how to reenable it. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise, oversensing and low amplitudes resulting in untreated episodes and inappropriate shocks. The smart pass (sp) feature of this s-ICD was disabled. Technical services (ts) discussed with the health care professional (hcp) sp and how to reenable it. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted. A transvenous system was implanted and remains in service. No additional adverse patient effects were reported.